Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented for normal generator change. During procedure, the right ventricular lead exhibited insulation anomaly. The lead was capped and replaced without complications.